Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed insulin leaking from a new cartridge while filling it. The patient was advised to use a new cartridge and acknowledged the instructions, stating they would call back if further issues occurred. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.